Manufacturer narrative:
The total knee components cannot be evaluated for the reported crumbled condition as they have not been returned for evaluation but rather discarded by the hospital. The catalog numbers and lot codes have not been supplied. Attempts to obtain this info were unsuccessful. A DHR review for these components is not possible. Should the device or additional info become available, this evaluation shall be reopened.

Event description:
Revision surgery was performed due to increasing pain.